Event description:
It was reported that noise oversensing was observed on this right ventricular (rv) lead. This led to inappropriate shock. Therapy was turned off and the patient used a life vest, until a replacement could occur. It was believed that this rv lead was broken, causing the observations. This lead was later removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.